Event description:
It was reported that the patient was admitted on (B)(6) 2022 with right upper quadrant (ruq) abdominal pain. Cholecystitis was ruled out. The patient's lactate dehydrogenase (ldh) started to rise to over 600 with an elevated creatinine. The urinalysis came back negative for blood. No power spikes or alarms were noted, and a log file review was requested. Thrombosis was suspected, but not confirmed. On (B)(6) 2022 it was reported that the patient was septic, and was being treated with persantine for ldh. On (B)(6) 2022, it was reported that the patient has been on antibiotic therapy for cholecystitis, but then passed away on (B)(6) 2022. The cause of death was determined to be sepsis due to bacteremia from the gallbladder.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the patient¿s bacteremia and sepsis could not be conclusively determined through this evaluation. Additionally, a direct relationship between the device and the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. The controller event log file contained data from 28jan2022 to 19apr2022. The pump operated as intended at the set speed for the duration of the log file. There were no atypical alarms and the log files appeared to capture the pump operating as intended. The pump was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas IFU is currently available. The heartmate 3 lvas IFU lists sepsis, infection, hemolysis, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.